Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20589. It was reported the patient (B)(6) underwent the lead revision surgery on (B)(6) 2015 due to lead migration (MFR. Report # 1627487-2015-20586). During the revision the physician experienced difficulty in placing the new leads at the right position due to epidural scarring. The physician tried troubleshooting to no avail. As a result, the physician abandoned the procedure.